Event description:
The customer tested his blood glucose using his 2 contour ts meters and received readings of 30 and 273mg/dl. The difference between the readings falls in the "d" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer is expected to return his strips for evaluation. Replacement strips were sent.